Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the device was leaking between the tube and the upper y site. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned photograph, a solution administration set was observed to be leaking between the tube and upper y site. It was not specified when in the process the leak occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.